Event description:
During setup and configuration of orlocate it was discovered that they have two wireless networks. One connects to the hospital it wireless network and the other connects to pieces of orlocate equipment. The hospital had a wireless security product in place to prevent unauthorized wireless networks within the hospital perimeter. The security product disrupted orlocate's "internal" wireless network and made the wireless network connectivity appear sporadic and unreliable. The vendor was unaware of this type of wireless security and it didn't occur to let the it department staff know that it was being used.